Event description:
It is reported that a customer called in requesting assistance with preforming a high pressure test on their insulin pump. The patient's blood glucose level was 353 mg/dl at the time of the call. The customer was assisted with the high pressure test but the pump failed to pass the test. The customer did not check for possible leaks from the reservoir. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and cracked battery tube threads.